Event description:
It was reported that the gastrointestinal videoscope exhibited snowflake noise on the image displayed on the screen. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by a component failure, as the device functioned normally after the ultrasound plug unit, analog to digital cable, and printed circuit board were replaced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.